Event description:
It was reported that a power on reset (por) condition occurred due to a possible electromagnetic interference (emi). The emi was not confirmed. There were no abnormal symptoms and the pt had normal use of her device system. Reprogramming was performed to provide better coverage of her painful areas. The pt was receiving effective stimulation therapy. The pt outcome was that pt reported good coverage and pain relief.

Manufacturer narrative:
(B)(4).